Event description:
It was reported that the hosp biomed found many tech error codes in the ventilator's logs. It was further reported that the o2 cable was not connected to the cover plate because the bend protection was broken and different error messages were being generated when the biomed moved the o2 cable. There was no pt involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site and examined the ventilator. No parts were returned for investigation, but the logs were received for investigation. The ventilator was investigated on site. The reported technical error codes were found to be caused by a metal nut that was part of the broken bend protection on the o2-cable that was short circuit the pneumatic back-plain printed circuit board (pcb). The pneumatic back-plain pcb is responsible for distributing the signals and power to gas-modules and o2-sensor. The device logs could confirms that the reported technical errors. The conclusion is that generated technical error codes was a consequence of the short circuit of the nut. If the o2-cable bend protection is failing during ventilation a consequence might be stop of ventilation. The failure will be detected during pre-use check if present. The reason why bent protection was broken and the nut was short circuit the pneumatic board has not been determined.

Event description:
(B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.